Event description:
It was reported that the physician suspected an occlusion in the valve two weeks after implantation.

Manufacturer narrative:
The returned valve was patent and passed siphon, reflux and leakage testing. The valve was not occluded. There was no debris within the valve, and no other indications of the reported occlusion. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.